Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate mode switching to atrial tachy response due to farfield r-wave oversensing. Further review of the programmed settings was recommended. The ICD remains in service.